Event description:
It was reported that they had an issue with an a-line. Defective tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken extension set is confirmed and was determined to be related to manufacture of the product. One arterial statlock extension tubing was returned for evaluation. An initial visual observation of the returned device revealed abundant blood use residues throughout the device. The luer hub was observed to be missing from the device. A microscopic observation of the damaged extension set revealed very little adhesive residue on the distal end of the extension set tubing. Striations were observed on the surface of the distal end of the extension set tubing, which was observed to be very straight and flat with slightly flared edges, suggesting this is likely the manufactured end. The evidence observed on the returned sample suggest the distal luer hub became detached from the tubing due to a poor bond between the hub and the tubing. This complaint will be recorded for future trending and monitoring purposes.